Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2018-00102 and 2134265-2018-00101. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, it was noted that the ilab froze twice during the case and after the start of pullback. Thus, automatic pullback failed. However, after rebooting the freeze issue was resolved. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed no issues and the device appears to be in good condition with no visible damage observed. Imgpc was installed into a gold standard system and tested for functionality. The system meets specifications of the ilab system functional feature test. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Same case as 2134265-2018-00102 and 2134265-2018-00101. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, it was noted that the ilab froze twice during the case and after the start of pullback. Thus, automatic pullback failed. However, after rebooting the freeze issue was resolved. No patient complications were reported.